Manufacturer narrative:
B4:(B)(6) 2021. B5: it was reported to philips that the nurse discovered the device with a black screen with a line through it and found the device was off. H10: the customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty power management printed circuit board assembly (pm pcba). The fse replaced the pm pcba. The device passed all performance verification testing.

Manufacturer narrative:
Date of this report: 16june2021.

Event description:
It was reported to philips that the device shutdown during use. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.

Manufacturer narrative:
The returned power management board was tested. The customer complaint cannot be verified. The returned unit passes all testing. No-fault found.